Event description:
It was reported in a journal article that patient underwant primary hip procedure in (B)(6) 2009. Revision procedure was performed in 2010 due to pain.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Information was obtained from a journal article. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The device was not returned to biomet for evaluation so a visual inspection has not been possible. The part details have not been provided so it has not been possible identify the hip brand and to review the manufacturing history records or the complaint data. The article states there was no evidence of component loosening or osteolysis and no damage of the acetabular component was found. The x-rays provided in the article have been reviewed by a research engineer who commented that the stem looks to be well positioned but it is not possible to give an accurate evaluation as the acetabular landmarks are not visible on the x-ray. (B)(4).